Manufacturer narrative:
Pr # (B)(4). Mw5100219, 29mar2021. Writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Event description per attached complaint form states: robotic hysterectomy, monopolar scissors in robot with cord hooked into instrument and generator pulls instrument out of robot. There was a fire on cable - cable split on the blue part of cord still connected to monopolar scissors. No patient harm - extinguished immediately. No further information available.